Event description:
Report received from the USA stating that "the bearings are bad." The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of event is unk. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "the bearings are bad" was confirmed. During service of the device, damaged bearings were found, and the device also failed the vibration test. If additional info becomes available a supplemental report will be submitted. (B)(4).